Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The 75% stenosed target lesion was located in the long segmental, fibrotic, non-calcified proximal ramus. The lesion was predilated with a 2.5x15mm non-bsc balloon and there was no residual stenosis. The 2.25x24mm taxus express2 atom stent delivery system (sds) entered the pt twice. During the second advancement of the sds to the lesion, the stent came off the delivery balloon. Although the physician retrieved the stent into the guide catheter it ultimately dislodged and is believed to be in the mid-abdominal area. The lesion was successfully treated with a taxus 2.25x12mm. No additional pt complications were reported. The pt was discharged the same day.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.